Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the stylet was attempted to advance down the lumen of the right ventricular (rv) lead but was unsuccessful. A new rv lead was used to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of the stylet could not be fully inserted was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found bent stylet consistent with procedural damage. The lead was evaluated with the new stylet and did not find any restriction/obstruction. The cause of the reported event was isolated to the stylet was bent, consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.